Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient had a nephrostomy drain placed and the hub came off of the device 55 days later. The patient required another procedure to replace the drainage catheter. There was no reported harm to the patient.